Event description:
J.p. Drain inserted during drainage of pelvic intra-abdominal abscess on 3/5/98. During removal on 3/10 by rn, j.p. Came apart. Gentle pressure was being applied at the time of removal. To or for removal of retained portion on 3/10. Md notes - retained j.p. Within peritoneal cavity.